Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation a component was defective and the distribution node pca was damaged between gel fire through-holes. The root cause for the defective component and damaged board was unable to be positively identified.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).